Manufacturer narrative:
The novaflex+ delivery system was not returned to edwards. Visual, functional and dimensional analysis could not be performed. Due to the device and/or imaging not being returned, the complaint was unable to be confirmed. During manufacturing, the novaflex+ delivery system was 100% inspected by manufacturing and quality. This makes it highly unlikely that a manufacturing defect or device malfunction contributed to the event. Additionally, there was no evidence or allegation that a device malfunction contributed to the tracking difficulty. In this case, as reported, the tracking difficulty was considered to be due to the patient¿s tortuous anatomy. No labeling or IFU/ training deficiencies were identified. The control limits for the trend category of tracking difficulty were not exceeded for august 2017. Therefore, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our affiliates in (B)(4), during implant of a 26mm sapien xt valve in the pulmonic position, there was difficulty getting the valve to the landing zone. The patient had a trans-annular patch due to not having a pulmonary valve and four stents were implanted. The delivery system and sheath were taken out with a surgical cut down. A non-edward¿s valve was implanted. At last report the patient was doing well. The cause for the tracking difficulty was considered to be due to the patient¿s tortuous track.